Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set issue at the site on (B)(6) 2024. The location of site issue was the leg. The site was infected and swollen. Patient experienced skin irritation/pain/infection. Patient went to emergency room and later was hospitalized. The duration of hospitalization was less tham 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.